Event description:
During the procedure the physician was unable to load a competitor's device into a co's sheath. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.